Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system could not observe the imaging system trackers. It was reported that restarting the imaging system resolved the reported issue.